Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient harm reported .

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service tech (fse) was dispatched to investigate the issue. The fse states after checking fault logs, the auto fill info log reads "fill fail shuttle purge timeout". Both the pressure vent and purge test failed. Upon further investigation the fse found a hole in the pressure tube from the compressor reservoir caused by a bent back cover pushing into the tube. To fix the issue the fse replaced the pressure tube and straightened the back cover. The unit ran for 30 minutes on a test balloon with no issues. Functional and safety tests passed. The unit was returned to the customer for use.